Event description:
On (B)(6) 2012, the pt's (B)(6) reported that the pt thinks the infusion device delivered an inaccurate amount of insulin. The pt no longer has trust in the infusion device. He said sometimes the insulin cartridge compartment is wet, possibly with insulin. The basal rates are correct. His blood glucose level has been as high as 300 mg/dl, which he corrected with an insulin injection. His normal blood glucose range is 100-120 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.